Event description:
It was reported that after the device was removed from the box and tested, it was discovered that the product was not irrigating. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on (B)(4) 2013. The device was returned to the MFR for evaluation and the complaint could not be confirmed. Based on a review of complaint trending, a damaged pinch valve can prevent irrigation as reported. However, no failure was found during evaluation of the device.